Manufacturer narrative:
This follow-up report is being filed to relay additional information. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Manufacturer narrative:
Device 2 of 2. Reference MFR. Report: 0001825034-2017-00341. Concomitant products: item: 141314, biomet finned pri stem 40mm, lot: 000210. Item: 183030, vanguard cr ilok fem-lt 67.5, lot: 452370. Item: 11-150824, bmet arcom ap patella 37mm, lot: 2291750. Item: 3003940002, refobacin bone cement r 2x40g, lot: a350aj2914. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient was revised less than one month post-implantation due to infection. The bearing was removed and replaced.